Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the patient had re-operation for a valve-in-valve procedure after an implant duration of 2 years and 5 months due to severe aortic stenosis of the previously placed edwards bioprosthetic aortic valve. Per the patient's medical records, he has had progressive problems with shortness of breath. He has had a pacemaker placed, left ventricular lead, hoping this might improve his cardiac function; however, he had progressive decline in exercise tolerance. He was found to have severe aortic stenosis. Pre-op tee showed no evidence of left ventricular or left atrial mass lesion; however, there was thickened aortic prosthetic cusp, as well as significant rv and lv dysfunction with previously implanted pacemaker electrodes. Cardiac catheterization also confirmed the severe aortic stenosis. The patient was not thought to be a candidate for open redo aortic valve replacement; therefore, transpical aortic valve replacement was performed with a 23 mm edwards sapien valve. Intraop transesophageal echocardiogram revealed no paravalvular leak. Patient tolerated procedure well without complication and was transferred to the ICU in stable condition.

Manufacturer narrative:
There are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Unfortunately, the valve was explanted from the patient; therefore, the root cause of this event could not be investigated. The patient's medical records indicated a thickened aortic cusp, likely causing or contributing to the stenosis. However, there is insufficient information to conclusively determine the root cause for the reported stenosis. No further actions are possible with the available information.